Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included use testing. It was found that the pump's printed wire assembly board was not functioning properly causing the issues with the device changing the amount to deliver. The printed wire assembly board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the printed wire assembly board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited erratic programming. The patient noted that the pump indicated it to change the cartridge however a few minutes later it displayed 0.354 ml/hr and then it changed again to 0.037 ml/hr. No adverse patient effects were reported.

Manufacturer narrative:
Additional information.